Event description:
In 2005, the lay user/patient contacted lifescan (lfs) and alleged that her one touch ultra meter was reading in the wrong unit of measurement (mmol/l instead of mg/dl). The medical affairs specialist (mas) called and spoke with the pt two days later, who provided additional information. About two weeks ago, the pt noticed a decimal point in the result in the morning. She did not recall what the result was, but "thought it was low". However, she was experiencing high symptoms of hunger and extreme thirst. She made an appointment with her doctor that afternoon (about 5 hours later). Her blood glucose level was tested on the doctor's meter with a result of "over 400" mg/dl. She was given an insulin shot. She was advised by the doctor to call lfs about the meter. She informed the mas that she could not find lfs's phone number to call and was not aware that the phone number was on the back of the meter. Finally a week later, she found the meter's manual and noticed the phone number listed on it and called lfs. At the time of troubleshooting, it was verified that this was not a new product and that the meter was previously set in the correct unit of measurement. However, at the time of the call, the meter was found to be in mg/dl unit of measurement. When inquired, the pt informed the mas that she "tried to fix it" when she found the manual prior to calling lfs. The pt denied changing the unit of measurement in the meter settings. She is on a set amount of 40 units in the morning, and 40 units in the evening of novalog 70/30. She is also on a sliding scale regimen. The reported meter was in the wrong unit of measurement at the time of concern and the pt had misinterpreted the result to be "low". She was given treatment for hyperglycemia by her doctor and therefore, this complaint is reported as an adverse event. A replacement meter was sent to the lay user/patient.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Follow up #1/supplemental report text -02/28/2006: the lay user/pt's meter has been returned and evaluated by lifescan product analysis on 02/17/2006 with the following findings: the meter involved in this case has passed testing. The meter was in mg/dl, cal code 15, and date/time -02/21/01, 10:23 pm when it was received. The meter was manually reset from mg/dl to mmol/l units of measure. This is not a locked meter and it was set as variable units of measurement. If any add'l info is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.